Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013, the patient was implanted with a bifurcated stent and a suprarenal extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of sent movement due to the overlap of the devices is now less then when originally implanted. There is no visible endoleak. On (B)(6) 2018, the physician elected to implant an ovation main body and two (2) ovation lliac limps to resolved this event. The patient was reported as doing great and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of stent migration of 1.5 cm and a successful endovascular procedure. The most likely cause of the stent movement could not be determined due to a lack of sufficient imaging studies available to review. There were no procedure related harms identified. The patent was discharged home on post-operative day one in stable condition. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.